Manufacturer narrative:
The insulin pump was received with an unresponsive button due to a flattened button dome switch. No button error alarm was noted during testing. The unit was unable to undergo the displacement test due to no button response. The following cosmetic damage was noted: cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.